Event description:
Caller indicated the relion prime meter was giving variable readings. Customer was calling because she has some issues with her readings. She took a test and got 30. She knew this wasn't right because she would have been passed out so she took another test and got 284. She took another test because of the range difference and got 356, took one more test and got 409. Then called us. She stated they were all back to back on the same meter. She absolutely doesn't feel comfortable with using the meter. The customer stated she has bad vision. Caller stated she washes her hands, dries thoroughly she did not change her lancet this time, no trouble getting blood, stores test strips in her carrying, inside the original bottle of strips inside her bedroom, she opened the test strips this morning (B)(6) 2012. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.